Event description:
It was reported that smiths medical cadd solis pump had a "cassette not attached properly" error code. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts attached a cassette and performed testing. The returned pump passed all testing. There was no fault found. The dso sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Oracle ro 1069448 cassette not attached properly. Additional information received by smiths medical on (B)(6) 2020 attached in complaint object: no additional information available.